Event description:
Account stated they were getting high co2 results that were lower when repeated. They gave the following four examples (initial/repeat mmol/l): #1- 39/25, #2- 41/29, #3- 45/27 #4- 41/27, #5- 42/21. The incorrect results did not cause an adverse event. The field service rep was unable to determine a cause for the discrepancies.